Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump. There was no reported impact to customer's blood glucose. Customer support decided to replace the pump, confirming the shipping address and providing instructions for returning the damaged pump using a pre-paid label within 10 days. Customer received guidance on placing the pump into storage mode and confirmed understanding of the return process. No additional customer outcome information was provided.